Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer stated that whenever she changes the battery all the settings disappear. Customer stated that the other day it did not notify her when the reservoir ran low. Customer has had the unexpected restart alarm twice when she changed the battery. Customer had external ram error alarms in the alarm history. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer had multiple alarms that appeared to be at the same time. Customer mentioned that she had a blood glucose up to 450 mg/dl and threw up on christmas eve. Customer changed the site and everything was fine after the set change. Customer stated that the pump never alarmed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed the reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. No error alarms were noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.